Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on november 20, 2023, they interrogated the patient's device and found there were high impedances (>40,000 ohms) on the 0-7 contacts.  They reported the lead was fractured, damaged or broken.  They ended up using the other lead.  The cause was not known.   No symptoms reported. The rep was contacted to obtain clarification on the reported information. On 2023-nov-28 the rep confirmed there was no confirmation that the lead was fractured, damaged or broken; no imaging (x-ray) was performed to confirm damage to the lead. They only identified high impedances and the pt was not able to feel any stimulation from the lead with the 0-7 contacts.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-feb-07 additional information was received from the patient. They reported experiencing shocking. They hadn't used the ins for awhile because they were hurting so bad they couldn't stand it. They also mentioned having difficulty finding the device to connect to it to charge the ins. They confirmed they were always able to eventually charge the ins. The pt mentioned the last time they were in the doctor's office they were told that one of their leads wasn't working, so the pt was told to meet with a rep to have their lead checked. The pt noted they thought they were hurting a lot worse, so they thought something was wrong, but the doctor told them one lead was not working at all. The pt said one doctor wanted to replace the device, but the pt stated there was no way they're going in their surgically. The pt said it had been a long time they had been without the device, then it shocked them and now they couldn't charge the ins. The pt could not provide the names of the reps they had worked with in the past.